Event description:
It was reported that intermittent capture and high thresholds were observed. Lead dislodgement was found. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.